Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was 80 units or more of insulin in the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.